Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was successfully used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation found the whole monofilament was returned loose and the posterior cuff and needle tip were still attached to the rail end. Based on the investigation findings, the link was pulled from the anterior cuff. The link connects the anterior needle to the suture; if the link detaches from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. This confirmed the reported complaint of no suture was attached to the needle. The link detachment is likely the result of resistance or drag encountered during the procedure. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report. .

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.